Manufacturer narrative:
The reported event of pacing problem and incorrect measurement was not confirmed. The pacemaker was returned for analysis. Electrical and output and pacing testing was performed and did not find any anomaly. Longevity assessment was performed, and device battery depletion was found to be normal.

Event description:
It was reported that during the generator change procedure, the pacemaker exhibited no low voltage output due to electrocautery used during the procedure. The pacemaker were explanted and replaced. No patient consequences reported throughout the procedure.